Manufacturer narrative:
The returned sample was visually inspected and was found to be non-conforming with the inner cutter in the port of the needle and foreign material on the port face and cutter. The sample was then functionally tested for actuation. Aspiration, and cut. The sample was found to be conforming for actuation and aspiration and was non-conforming for cut. The probe was disassembled and the components inspected. No/minimal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. The extension pulled out of the coupling. No presence of adhesive was observed on the extension. No wear marks were observed along the inner cutter. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The complaint evaluation confirms that the probe had a cut failure. The root cause for the cut failure is the separation of components within the probe. It appears that during use the adhesive bond failed, causing the extension to detach from the coupling. An internal investigation was completed and additional controls within the manufacturing process have been implemented to reduce the frequency of probe complaints for detachments of the extension from the coupling. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed for this reported event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the vitrectomy probe did not cut. The condition of aspiration is unknown. The product was replaced and the procedure was completed. There was no patient harm.